Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01425, manufacturer report no: 2015691-2021-01429, manufacturer report no: 2015691-2021-01430, manufacturer report no: 2015691-2021-01438, manufacturer report no: 2015691-2021-01443, manufacturer report no: 2015691-2021-01448.

Manufacturer narrative:
The implanted valve models and sizes are unknown. Possible valve used - edwards sapien transcatheter heart valve - PMA p110021, or the edwards sapien xt transcatheter heart valve - PMA p130009. Per the IFU and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis-patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient's body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper assessment of patient's anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter/failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, based on the limited information provided, the root cause and exact timing of the patient prosthesis mismatch and actions taken could not be confirmed. Patient factors not provided, in addition to the mechanisms listed above may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference for article: ferreira-neto an, rodriguez-gabella t, guimaraes l, freitas-ferraz a, bernier m, figueiredo guimaraes c, pasian s, paradis jm, delarochelliere r, dumont e, mohammadi s, kalavrouziotis d, cote m, pibarot p, rodes-cabau j. Multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up. Rev esp cardiol (engl ed). 2020 apr 8:s1885-5857(20)30043-8. English, spanish. Doi: 10.1016/j.rec.2020.02.002. Epub ahead of print. Pmid: 32278660. This is one of eight manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article: 'multimodality evaluation of transcatheter structural valve degeneration at long-term follow-up', data from 212 patients who underwent transcatheter aortic valve replacement with sapien valves (n=170) and sapien xt valves (n=125) in a single center between 2007 and 2012 was analyzed. Patients had a clinical and echocardiography follow-up at 1 month and 12 months, and yearly thereafter. The following event was identified related to postprocedural complications and follow up: severe patient prosthesis mismatch occurred in 47 patients. Information regarding possible intervention was not provided.